Manufacturer narrative:
This supplemental report is being submitted to provide a review of the service history review. Updated fields: h2, h6, h11. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the most probable cause of no image, distal end corrosion and black screen is traced to electrical component failure and for the dirt on the objective lens is not established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed during device evaluation, the colonovideoscope had dirt on objective lens, no image, the screen turns black and the distal end has corrosion. There were no reports of patient involvement.